Event description:
It was reported that before use, the device experienced an issue with no o2 dosing possible. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Through communication between technical support and the customer, it was determined that the inspiration block would need to be replaced. The customer placed an order for a replacement inspiration block to resolve the reported malfunction.